Manufacturer narrative:
Testing of the pump indicates it was below volumetric accuracy test parameters. Pump was calibrated to resolve the issue.

Event description:
Information received indicates that half of the medication was left in the bag when the pump indicated the infusion was complete.